Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a problematic initial infusion site and delayed reconnection, with blood glucose reaching over 370 mg/dl and remaining elevated for approximately two days; the user later required assistance to change the infusion site and charge a fully depleted device battery, after which guided troubleshooting and education were completed. Symptoms included high blood glucose. Outcomes included no hospitalization and no immediate health effects. Investigation included user interview, review of use history, and troubleshooting focused on infusion site replacement and device readiness. Investigation of this case revealed an unclear cause of hyperglycemia, with a suspected infusion site issue and interrupted therapy due to a dead battery, while no specific device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.